Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Previous medwatch submission noted capsular contracture. Upon further information, allergan has determined that the event of capsular contracture did not occur.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient later reported left side "capsular contracture, baker grade IV".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "capsular contracture", "laminar fluid", "accommodation folds", and "inflammatory/reactive process" diagnosed via MRI, and "recall". This record is for the left side. Device remains implanted.